Manufacturer narrative:
This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose that day was 255 mg/dl with symptoms of dehydration. It was reported that the patient received insulin via injection from a non-healthcare provider, they remained on pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. A loss of prime issue was reported. During troubleshooting, it was reported that the pump¿s cartridge cap was not secured to the pump. No device malfunction was identified. This complaint is being reported because the reported health event was attributed to a device use error.